Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-70, serial/lot: (B)(4), description: linear 3-4 lead 70 cm. Model: sc-2352-70, serial/lot: (B)(4), description: linear 3-4 lead 70 cm. Model: sc-2352-70, serial/lot: (B)(4), description: linear 3-4 lead 70 cm.

Event description:
A report was received that stimulation was not adequately covering the patients targeted pain area. Physician assessed that the leads had moved slightly. Patient underwent a revision procedure to reposition the implanted leads. Patient is doing well post revision procedure.